Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 28 mg/dl. The customer stated that he had unexpected low readings. The customer also had a low reading of 35 mg/dl last night. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that he was not in a vehicular accident. The customer stated that the most recent set change was 3 days ago. The customer was disconnected during the rewind sequence. The customer was advised to call back to troubleshoot.